Event description:
Pt noticed blood in ostomy pouch after applying durahesive flexible natura ostomy wafer. Pt went to hosp where dr put two dissolvable sutures into a small cut on the stoma. Dr counseled pt to cut larger holes in wafer before applyling to stoma.